Event description:
It was reported that a leak occurred due to a disconnection between the patient line and the transfer set. This was noted during drain one of three of peritoneal dialysis. The patient stated that the disconnection was unintentional and occurred while they slept. The patient stated that they capped the line and transfer set, washed both ends and reconnected to finish therapy. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. The cause was determined to be a loose connection. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.